Event description:
Sales consultant reported that during a trochanteric fixation nail procedure, the 11.0mm tapered drill bit broke. The drill bit broke at the proximal end, inside the drill. There was no operative delay or injury to patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. Manufacture dates: 2/19/2008, 2/20/2008. Orchid unique manufactured the 11.0 mm tapered drill bit, p/n 357.404, and lot number us83696 for synthes (B)(4). The suppliers certificate of compliance (dated (B)(4) 2008 for two receipts of this lot) indicates the parts were manufactured to p/n 357.404 and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number (B)(4) revision c (completed (B)(4) 2008 for both receipts of this lot). There were no mrrs, ncrs, or complaint related issues with this complaint. (B)(4) pieces of this lot were released (B)(4) 2008, and an additional (B)(4) pieces were released (B)(4) 2008. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.